Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report numbers: 2017865-2017-05053 and 2017865-2017-05054. During a follow-up, there was an increase in the threshold and impedance of the right atrial (ra), right ventricular (rv), and left ventricular (lv) leads. The ra, rv, and lv leads were capped and replaced and the patient was stable.